Manufacturer narrative:
We received one single dpt - vamp plus kit for examination. The reported event of inaccurate pressure reading was not confirmed. The dpt sensor zeroed and sensed pressure accurately on a pressure monitor. The pressure reading was stable during an 8 hour output drift test. Electrical testing showed that both input and output impedance of the dpt sensor were within specifications. Zero-offset also met specification. No leakage or occlusion was detected from the dpt kit during the pressure test. No visible damage was observed from the dpt kit. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on a monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations. The IFU for disposable pressure transducer gives instructions on zeroing and calibration of the dpt. "Adjust the level of the transducer vent port (the fluid-air interface) to correspond to the chamber where pressure is being measured. For example, in cardiac monitoring zero at level of the right atrium. This is at the phlebostatic axis, determined by the intersection of the midaxillary line and the fourth intercostal space." It also instructs the clinician to "adjust zero pressure reference each time level of the patient is changed." Given the picture supplied by the facility, there is the potential for user factors contributing to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the a-line and the nipb values are not correlating during open heart in ICU. The values can be 30-50 points off. At this time no patient injuries have been reported. A sample photograph taken at the hospital of the customer set-up indicates that the device was not at the phlebostatic axis, which is required to obtain accurate values. It is unknown if the device was re-zeroed upon transfer of the patient from the or to the ICU. Patient demographic information is unknown.

Manufacturer narrative:
Lot number was not provided, therefore review of the manufacturing records could not be completed.